Event description:
The customer reported it was reported by their representative that the lead was fractured. The lead was capped on (B)(6) 2012, and replaced with a new oscor lead. There were no adverse pt effects reported. The lead was actively implanted for approximately 2 years.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if additional information becomes available. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.